Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received. Litigation states patient died on (B)(6) 2016 from "refractory cardiogenic shock" update may 26, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges that the patient passed away as a result of congestive heart failure, cardiomyopathy, and cardiogenic shock which was brought due to high level of cobalt toxicity and heavy metal exposure as a result of the failure of the pinnacle implant product that were implanted. After review of the medical records for MDR reportability, it was stated that the patient had experienced cardiomyopathy and cardiogenic shock due to systolic chf 20% fraction secondary to cobalt-chromium toxicity from bilateral hip prosthesis. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Liner, head, and stem is now being reported due to the alleged high metal levels. Part and lot information were provided but not readable. Shall there be any new information received, this complaint will be updated. This complaint was updated on: jun 16, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, loosening of cup, metal wear and metallosis. Added lawyer, age, law firm, and updated product details. Added cup and screws due to alleged loosening of cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.